Event description:
It was reported that during a drug eluting stenting treatment procedure, the balloon ruptured. While attempting to inflate the 2.5x12mm promus element delivery balloon, it was noted "it was impossible to inflate the balloon, and then the balloon broke". The procedure was successfully completed with another 2.5x12mm promus element. No patient complications were reported and the patients condition is stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).